Manufacturer narrative:
Since the device was not returned, the investigation is based solely on the information provided by the customer. Based on the investigation results, it was noted that in a hysterischoscopic monopolar procedure in the past, the distal end of the electrode broke and fell into the patient's body. The damage to the electrode remained undetected and the fragment of tungsten remained in the patient's uterus. There is no information about postoperative complications due to the whereabouts of the fracture fragment for a longer period of time (approximately 2 years). There is no information as to whether or when the wire fragment will be removed from the body. Based on the results of the investigation, it is likely that the following led to the event: wear and tear. The tip at the distal end wears out and may burn or melt if broken. Device can loose broken parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that a patient previously underwent a hysteroscopic resection of the lesion; endometrial polyp and submucosal myoma resection on (B)(6) 2022 wherein the subject device was used. The procedure was completed without complications. Approximately two years later, at the patient's request, the user facility asked for detailed information on the materials from which the subject device was made as the patient had imaging examination that revealed a metal element in the uterus. The user facility indicated that they just wanted to exclude or confirm that this element found in the patient is part of the subject device. There were no reports of further patient harm. Additional information on patient outcome and further patient impact were requested but no further details were provided.